Event description:
The customer reported that the system displayed a filament reg failure. The tube got very hot during a case. Also, there was no fluoro image on the system.

Manufacturer narrative:
(B) (4). The ge service rep observed patient images from the day they had the problem and found that immediately prior to problem case. There were two other studies. One had 5 cine runs and then a case was completed with 39 cine runs. This was discussed with the customer. The system was protecting the tube. The rep booted the system and made fluoro exposures as well as film shots at 100 kv and 300 mas. The system is working as intended.